Manufacturer narrative:
(B)(4). Date sent to FDA: 09/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: three packets of product code w9946 were received for evaluation with the packaging closed, the unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured), and none of these conditions were observed on the packets. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. Sutures were dispensed without problems and examined along of the strand. No defects, damaged on suture surface could be observed. H6 component code: g07002 - device from same lot returned from user. Related events captured via 2210968-2021-06396 and 2210968-2021-07628.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the issue of dehiscence occurred in 5 cases from 40 episiotomies per month and that this has already happening for last five months. Please specify how many separate patients experienced this issue of dehiscence. Please clarify if any of these events were previously reported to us and provide the product complaint number(s), if available. The patient demographic info: age, weight, bmi at the time of index procedure, date of index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/ concomitant medications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Onset date/time of infection from the initial surgical procedure? Were there any pre-existing signs/ symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Please describe any medical intervention performed along with medication type/name and results. On what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) How was the suture tied? (Square knot or multiple knots one end?) Onset date/ time of dehiscence? (# post op days?) How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Has product been returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-06396.

Event description:
It was reported that a patient underwent an episiotomy on an unknown date in (B)(6) 2021 and suture was used. Dehiscence was noted after closing episiotomy. The patient received unspecified treatment for infection. Additional information has been requested.